Event description:
Suture breakage customer reports suture broke, "fractured" during tie-down. Note: outcome to pt does not denote adverse event. MDR regulations of 7/31/96, requires reporting of incident once medical device family initially reported assuming incident could recur.